Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump had numbers scrolling on the screen and the keypad was not responding properly. Caller also reported that moisture was visible under the display. Blood glucose level at the time of the incident was 235 mg/dl. The caller was advised that the insulin pump would be replaced but did not return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No frozen screen was noted. No unexpected numbers ramping/scrolling on their own were noted. No moisture damage on the electronic assembly noted. Moisture damage was found on the motor. The pump was received with a cracked case at the display window corner, and minor scratches on the display window.